Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the information from olympus china, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified gastroscopy using the subject device at the user facility, the endoscopic image on the monitor became blue intermittently after the starting use the subject device. Then, when the facility cycled the power of the subject device, the subject device restarted, so the procedure was continued and completed. The subject device was used with gif-lv1, cf-lv1i. Olympus (B)(4) (osh) checked the device and found that there was no abnormality on the exterior, and no damage inside the subject device such as water invasion to the circuit board, wrong installation and wiring. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.